Event description:
The customer reported that the monitors flicker and did not finish booting.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The central processing unit was replaced. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on 4/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.